Event description:
It was reported that the right atrial (ra) lead exhibited a pacing impedance anomaly. The lead was then capped and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).